Manufacturer narrative:
Product event summary: the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis revealed that battery was not able to display the charge status on the gas gauge light emitting diode (led). However, the battery was able to charge and adequately provide power to a test controller. Supplemental testing revealed that the led and printer circuit assembly connector was not properly connected; after reinserting the led connector, the battery was able to exhibit charge indication. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an internal led connection failure, which can be attributed to improper assembly of the connector during the battery manufacturing process. An internal investigation has been opened by the supplier to evaluate led indicator failures and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the indicator lights on the patient¿s battery were faded and difficult to see. The site plans to exchange the battery at a later date. No patient complications have been reported as a result of this event.